Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the customer received a power source alert. During troubleshooting with tandem technical support, the malfunction alarm and the power source alert were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 170-200 mg/dl.